Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to an unspecified issue. Another lead was successfully implanted. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible